Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherit risk of device was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to high out of range pacing impedance. Besides surgical intervention, no adverse patient effects were reported. The lead is not expected to be returned for analysis.